Event description:
Customer reported that he was hospitalized due to a vehicular accident. Customer stated, he was the driver. Customer reported that his blood glucose was low at the time of the hospital admission. Blood glucose was 65 mg/dl. Customer stated he is unsure about the cause of the low blood glucose. Customer reports that the drive support cap appears normal. Customer stated that the last infusion set change was two days prior to the accident and that he was disconnected during the prime process. During troubleshoot; the device passed the displacement test and the settings and history of basal rates and bolus wizard are accurate. Customer stated that the reservoir is showing the same amount of insulin as shown on the status screen. Current blood glucose 358 mg/dl; treated with manual insulin injections. Customer's doctor requested afterwards that the insulin pump would be replaced as his patient does not want to use it; customer could not be reached. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.